Event description:
It was reported the 2nd implant did not deploy. The repair was aborted, the sutures were retrieved from the patient.

Manufacturer narrative:
UDI provided. Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate.